Manufacturer narrative:
Quest medical is currently pending receipt of the alleged device for investigation. Once received, quest will conduct its investigation. A supplemental report will be filed at the conclusion of the investigation.

Event description:
It was reported to quest medical of an alleged issue with an mps console. The user stated that during cardioplegia delivery, back flow was noticed. It was confirmed that there were no patient complications.

Manufacturer narrative:
The console was received and decontaminated. The reported issue was unable to be duplicated. Review of the log data did not reveal any reason why backflow in the delivery line was noticed. No visual defects were noted after the console was disassembled. Subsequent functional testing of the console passed all acceptance criteria. Quest has completed investigation of this complaint. Quest will continue to monitor trends for this complaint condition.

Event description:
It was reported to quest medical of an alleged issue with an mps console. The user stated that during cardioplegia delivery, back flow was noticed. It was confirmed that there were no patient complications.